Manufacturer narrative:
(Device not accessible for testing (4117) the distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. Fse replaced scroll compressor. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation

Manufacturer narrative:
It was reported that the distributor's fse replaced scroll compressor. All functional test were performed. The defective scroll compressor was returned to getinge national repair center(nrc) for evaluation. Inspection was completed per the cardiosave service manual part number 0070-00-0639 revision n, with no visual damage observed. The nrc installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual part number 0070-00-0639 revision n. After running for approximately 1 and a half hours , the cardiosave stopped pumping and a low vacuum alarm was observed on the display, along with an audible alarm. The nrc verified the failure of a low vacuum alarm. The compressor failed testing. The nrc will retain the compressor per procedure number (B)(4). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, half an hour after repair by distributor's field service engineer(fse) , the cardiosave intra-aortic balloon pump (iabp) pump head stopped running again and the vacuum pressure was too low. The end user switched to another maquet iabp to continue therapy. There was no harm or injury to the patient and no adverse event was reported. This report is related to medwatch report # 2249723-2021-01775, which reported the initial pump head failure.

Event description:
It was reported that during use on a patient, half an hour after repair by distributor's engineer, the cardiosave intra-aortic balloon pump (iabp) pump head stopped running again and the vacuum pressure was too low. The end user switched to another maquet iabp to continue therapy. There was no harm or injury to the patient and no adverse event was reported this report is related to medwatch report # 2249723-2021-01775, which reported the initial pump head failure.

Manufacturer narrative:
The scroll compressor was replaced by a third party distributor. All functional test were performed. The iabp unit was cleared for clinical use and released to the customer following the repair.

Manufacturer narrative:
The investigation was finalized on: 07/27/2022 corrected sections: h6 (device problem code).

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. The getinge field service engineer (fse) advised that the local distributor's engineer have not completed repairs. The unit was returned to customer but not cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is teda (B)(6) hospital.

Event description:
It was reported that on (B)(6) 2021 the cardiosave intra-aortic balloon pump (iabp) was turned on and alarmed (the electrical test failed, code #14). The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. The fse removed the pump head on another cardiosave unit and placed it on defective unit and then troubleshot the same. It was confirmed that the issue was with the pump head and needed replacing. On (B)(6) 2021, the fse went back to customer's site and replaced the new pump head fittings delivered by the manufacturer, and the unit test was normal. However, after the machine was used for half an hour on the same day, the pump head stopped running again, and the vacuum pressure was too low. Patient therapy was not delayed as end user changed to another maquet iabp. There was no harm or injury to the patient and no adverse event was reported. This report is for the second/repaired pump head failure. The initial electrical test failure has been reported separately on MFR report # 2249723-2021-01775.